Event description:
It was reported that the left ventriclar lead was unable to be implanted because of small venous anatomy and it exhibited high/unstable thresholds. This lead was removed and replaced. It was also reported that the right atrial lead had dislodged. This lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary:(B)(4) no anomalies found. The full lead was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation and the lead was stretched.

Event description:
It was reported that the left ventricular lead was unable to be implanted because of small venous anatomy and it exhibited high/unstable thresholds. This lead was removed and replaced. It was also reported that the right atrial lead had dislodged. This lead was capped and replaced. It was later reported that the right atrial lead was removed. No patient complications were reported as a result of this event.